Event description:
It was reported that the insulin pump had a broken batter cap that would not screw in correctly. The blood glucose reading was 342 mg/dl. The home health nurse stated that the customer's blood glucose levels were high due to the fact that she was not receiving any insulin. A broken piece in the battery compartment was observed. The customer was unsure how this happened. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and prime/a33 tests. Insulin pump had a broken off battery cap in the battery tube threads, cracked battery tube threads, cracked belt clip slot, cracked case at display window corner, cracked display window and a slightly bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.